Manufacturer narrative:
Correction to d.3. And g.1.: updated from 'stryker spine- leesburg' to 'k2m, inc.' Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Review of the relevant IFU, surgical protocol, and package labelling could not be performed since the device associated with this event was not returned nor was it properly identified. No adverse consequences or severe issues were reported and it is unclear whether revision surgery was required or if it was performed. No investigation conclusion could be determined since the product was never identified and insufficient information was provided.

Event description:
A physician reported that a patient underwent revision surgery to address an ozark plate which had migrated post-operatively with two screws still locked in place. This record represents the first of the two screws.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
A physician reported that a patient underwent revision surgery to address an ozark plate which had migrated post-operatively with two screws still locked in place. This record represents the first of the two screws.